Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm. On approximately (B)(6) 2026 while wearing the dexcom over patch, the patient felt a burning sensation and itchiness on her skin. The patient stated the burning and itching got so bad she pulled the over patch off. The patient didn't take any medications/treatment at that time. The patient stated that on that same day, she had cut her thumb, and it had pus coming out which resulted in going to urgent care. While at urgent care, she had the burn skin reaction on her skin from dexcom over patch checked. The doctor prescribed oral antibiotics to treat her burnt skin. At the time of the report, the patient was in stable condition. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.